Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh and obtryx boston scientific were implanted. It was reported that she experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-05451 and medwatch 2210968-2013-05635. The same patient is represented in each medwatch.